Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a crack that made it difficult to keep the battery in. The customer did not recall the blood glucose reading. The customer reported receiving motor error alarms at random times. Four motor errors were confirmed in the history. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with a partially broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, and a scratched reservoir tube window.